Event description:
It was reported during an in-clinic check-up, lead noise was observed on the stored electrograms after true r-wave. The noise was not reproducible in the clinic and the patient has not experienced any adverse effects from the noise. No programming will be done to program around this noise. The patient has not been scheduled to come into the clinic and will be monitored for the time being.